Manufacturer narrative:
In trouble-shooting, performed log analysis and pendant connectivity check. On 08/25/2016 a medtronic representative performed an imaging system check-out, cable grade and safety inspection areas passed. Mechanical and imaging modalities tests failed. Batteries tested good. Likely cause first pendant. Return requested. Replacement device shipped to site 08/26/2016. Suspect pendant not received by manufacturer for analysis. On 09/07/2016 a medtronic representative performed an imaging system check-out, imaging modalities & system inspection areas passed. Mechanical test failed. Main pendant randomly not responding. Pendant replaced. System board re-loaded. System performed as intended.

Event description:
A site representative reported that their imaging system main pendant was non-responsive. The imaging system entered into shut-down mode for no apparent reason. The site representative reported as a random occurrence of this issue. No further details regarding the behavior, or specifically when it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
A pendant for the imaging system was returned to the manufacturer for analysis. The pendant was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A review of the software logs was unable to determine the a probable cause. The software investigation found that a probable cause was unable to be determined based on the information provided. Investigation of returned suspect pendant was unable to replicate the reported issue. Visual inspection notes two small marks in the display area, a divot in the bezel from minor impact, and the insulation of the cord is discolored and has impression marks consistent with installation. Installed pendant in test imaging system and the system readied, remained in the chosen environment and button presses resulted in desired response from the system while under test. The 2d and 3d imaging and motion are successful. No functional problem found. The reported event could not be duplicated by medtronic personnel.